Event description:
It was reported a access site bleeding and hematoma. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. The closure device was implanted in the laa of the patient and procedure was completed successfully. Some time post procedure there was an uncontrolled right groin arterial bleed. Right groin exploration of the hematoma and drainage performed. Arteriovenous fistula with reconstruction of right femoral vein, right superficial thrombectomy and reconstruction of the right superficial femoral artery. No further patient complications were reported.